Event description:
A reporter called to submit a complaint about his freestyle libre 3, the latest abbott diabetes care¿s device. He said the device reading is off anywhere between 30% to 40%. He said last night at 9:40 pm the device gave him a reading of 63 mg/dl, when he checks with finger stick, he got 109 mg/dl. After 7 minutes, the device read again 93 mg/dl. He said there is no way his blood glucose would go up 30 mg/dl in 7 minutes. He said the device is very unreliable and the reading is inaccurate most of the time. He said this has been going on for 5 years. He also said the abbott employees are not helpful and they also have language barrier. He said there is no way to speak with the management people. He said he had submitted another report on january 13 of this year. He said he is very frustrated why FDA is not taking actions about this issue.